Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected field: h6 (add health effect - impact code) additional information: h4 and h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be a failure of the igniter. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found multiple bad scratches on the top cover. A faulty igniter. The front panel mouth cracked. Bad scope socket (locking mechanism not protecting the pins). In addition, the olympus lamp life meter was reading below 50 hours, light intensity output was within range. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the lamp of the evis exera iii xenon light source malfunctioned. The lamp activate button was not working. Inspection and testing of the returned device found a faulty igniter causing the unit not to power up. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.